Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2001. Revision due to poly wear.

Manufacturer narrative:
The complaint products were not received for analysis. The reported condition of prosthesis wear could not be confirmed. The frequency of occurrence ranking scale was very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from this manufacturing lot of 36 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of normal polyethylene prosthesis wear due to 17 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. There is no patient information provided; therefore, it is not possible to assess the patient risk clinical factors. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient experienced a left hip revision due to prosthesis wear. The poly liner looked unremarkable after explanting, slight poly wear was noticed on the raised lip of the explants. The surgeon implanted a new liner and new femoral head. The patient was extensively trialed, then closed and was stable upon leaving the or. There is no additional information provided about the patient or event. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00274.